Event description:
Note: the date of event is unk. It was reported to boson scientific corporation in 2008, that approximately 20 days after a corflo cubby low profile gastrostomy device was placed, the device button locking adapter was noted to be cracked. The device was replaced with another corflo cubby low profile gastrostomy device. There were no pt complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.